Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator system was removed. Related manufacturer reference number: 2017865-2019-17867, 2017865-2019-17868, 2017865-2019-17870.

Event description:
New information received stated that the patient developed aortic valve endocarditis that prompted the removal of the implantable cardioverter defibrillator system. However, the infection was not believed to be caused by the system. The patient experienced complications post procedure due to significant right ventricular dysfunction, respiratory failure, heartblock that required external pacing, and concerns for sepsis.

Manufacturer narrative:
Analysis was normal. No anomalies were found.